Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, when changing from flower to basket, catheter went into cobra position. Catheter was brought back into the sheath and rotated before attempting basket again. Cobra shape remained. When changing to flower shape, wire became caught on catheter splines. Catheter was brought to middle of atrium to dislodge wire from splines. Wire was successfully dislodged and pushed back out to put catheter back into basket and then removed from the body. Manual manipulation outside the body was attempted and unsuccessful. The catheter was replaced and the procedure was completed without patient complications.